Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional): the cause of the stimulation being off was determined to be due to user error, the patient turned off the system by mistake. Patient was scheduled to be reprogrammed. The issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not really feeling the stimulation and had a loose stool. They stated that as time went on, they felt the ins was not working because they were not feeling the stimulation. The patient was implanted for fecal incontinence and they stated their irritable bowel syndrome (ibs) was under control. The patient mentioned that, somehow, they turned to another program. They were on program 1 and ended up on program 2 at 1.9 volts but that was uncomfortable. The patient did not know how to change the program. With assistance and using the programmer, it was determined that the stimulation was off on program 2 at 1.9 volts. The therapy was turned back on and the patient felt the stimulation. The patient wanted to go back to program 1 because they were uncomfortable. It was noted that they changed to program 1 and was at 2.2 volts and felt the stimulation in the correct bike seat area. It was advised the patient follow up with their healthcare professional ( hcp). There were no further complications reported or anticipated.